Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) was in the 200-300 mg/dl range. Reportedly, the customer resumed insulin delivery and continued to use the pump for insulin therapy.